Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to fracture of the short anchor. The anchor plug, centering sleeve, spindle and transverse pins were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."